Event description:
It was reported that the patient did not feel stimulation when she adjusted the implantable neurostimulator (ins), but the implantable neurological stimulator recharger (insr) and patient programmer were functioning properly. The reporter noted that the patient ¿couldn¿t get any reading¿ and the health care professional ¿could barely get anything¿. The reporter noted that ¿it really wasn¿t functioning at all.¿ it was noted the patient couldn¿t say when it started. The reporter noted that the patient had ¿kind of lost her brain for a while¿ and her ¿mind had gone¿ but was ¿coming back.¿ the reporter noted the patient had a follow-up scheduled for (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).